Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Chart notes indicate previous history of severe hypoglycemic events on other insulin pump system before transitioning to the ilet as well as concern for hypoglycemia unawareness. This hypoglycemic event was likely caused by announcing a meal late resulting in excess insulin delivery as the ilet had already dosed correction insulin for their rise in glucose related to that meal. Bionic report and device logs indicate a rapid rise in glucose starting around 12:00pm on the event date with a meal announcement 1 hour and 20 minutes later as the glucose was trending downwards from correctional insulin. Alerts not consistently marked as acknowledged also likely contributed to the severity of the event.

Event description:
On 11/12/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/29/24. On 11/12/24 a beta bionics customer care agent followed up with the user about the event. On 9/29/24, while leaving a campground, the user's bg was 290 mg/dl, and they heard the ilet alerting for high bg. During the 1.5-hour drive home, the alerts ceased, and the user believed their levels had stabilized. Upon arriving home, the user mumbled to their wife and proceeded to the bathroom. Shortly after, the user's wife found them unresponsive and called ems. Ems reported the user's bg as 0 mg/dl and administered four packs of oral glucose gel. No hospital transport or IV intervention was required. The ilet device was on the user's body, but the convatec inset (23", 6mm) teflon infusion set was leaking and detached, possibly due to the user struggling to remove clothing. The user explained that they may have been trying to use the restroom and struggled to get their pants off, so their infusion set site fell off. The infusion set had been placed the previous day and was initially functioning correctly. The user suspects the cartridge in the ilet may have readjusted, leading to excess insulin delivery. The user experienced loss of consciousness during the event and required assistance. No backup therapy was used for high bg, and the user did not perform ketone testing. The user plans to perform a factory reset after consulting with their doctor. Additional event information

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.